Event description:
Md unable to tap in femur screw so was drilling screw into place when tip broke off - at soldered site and lodged in bone. Surgery (laparoscopic) for anterior cruciate ligament repair (left knee).